Event description:
It was reported that during a right ventricular (rv) lead implant attempt the lead exhibited unstable thresholds. It was noted that thresholds diminished after the helix was deployed during testing. A new lead was implanted with success. No patient complications have been reported as a result of this event.